Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: internal flooding from the main body. A probable root cause cannot be identified. It is presumed, that the internal flooding caused the blurred images. A device history record revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited blurred images, internal cable flooding. Internal image capture flooding and flooding of the main body. There was no patient involvement.